Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that the md noticed the spring wire guide (swg) unraveled and separated during removal, at which time a piece of the swg was retained in the pt. Surgery was performed to remove the piece. No further information has become available regarding the event.